Event description:
It was reported that the patient with this right ventricular (rv) lead experienced bradycardia, high capture threshold and intermittent loss of capture. The physician implanted a new right sided pacemaker system due to patient being occluded on the left side. This rv lead was electrically abandoned. No additional adverse patient effects were reported.